Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. Without a lot number, the device history records review could not be completed.

Event description:
Device report from (B)(4) reports an event in (B)(6) as follows: it was reported the combination wrench is rusty. There was not any impact on the procedure; the operation was finished successfully.